Manufacturer narrative:
The patient declined to return any product and did not know the lot number of the units he was using when he acquired the infection so the reported product problems could not be confirmed. After reviewing his catheterization technique, it was discovered the patient did not use the gripper sleeve to hold the catheter since he didn't know what it was for, so he just threw that part away. The patient was informed to use the sleeve to hold the catheter to avoid touching it. Wiping off the lubricant can also result in unnecessary touching of the catheter which may contaminate the catheter. The patient plans to try other catheter styles.

Event description:
Intermittent catheter patient (user) stated he contracted a urinary tract infection (uti) while using the ultram16 catheter. The patient reported he visited his doctor and was sent directly to the hospital due a high fever (104f). The patient reported he was admitted to the hospital on (B)(6) 2020, given antibiotics intravenously for sepsis and recovered, and was released from the hospital on (B)(6) 2020. The patient is still taking an antibiotic orally and feels much better. The patient stated he didn't know if the catheter had anything to do with the uti but he thinks he needs to change catheters since they are too flimsy and have too much lube which can make them slippery to hold. When he feels there is too much lube he wipes some of it off.